Event description:
The MFR's rep reported that the catheter had coiled in the lumbar incision. The catheter coiling was revealed by x-ray during 2005, but review of the previous x-rays was noted that the coiling had occurred sometime in 2004. Pt symptoms were not reported. The catheter was revised in 2006. Final pt outcome was not reported.